Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: what vessel or structure was the device fired on at the time of the event? Around the cholecyst. Was the clip fully advanced into the jaws prior to firing? Yes. Was any unexpected resistance felt while firing the trigger? No. Were any unexpected noises heard? If so, when? No. Did anything unexpected happen prior to this incident? No. Was the device fired after this incident in or out of the patient? No information.

Event description:
It was reported that during a lap cholecystectomy, scissoring occurred at the 1st firing even though the device was not twisted. The jaw did not engage well. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). The analysis results of the device found that it was received in good visual condition. In an attempt to replicate the event reported the device was functionally evaluated. Upon firing of the device, the remaining clips were conforming according to our manufacturing specifications. No conclusion could be reached as to what may have caused the incident reported. The batch record was reviewed and no anomalies were noted during the manufacturing process.